Manufacturer narrative:
The subject device was returned to omsc for evaluation and the evaluation is in progress. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device disappeared during abdominoperineal resection of rectum. The user facility turned off and on the video processor system connected to the power source of the subject device several times but the image was not recovered. Therefore, the user facility replaced the subject device with another device and completed the intended procedure. There was no patient injury in this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the subject device by omsc confirmed following; the phenomenon reported from user facility did not reproduce. No irregularities were found in the electric wirings and solder conditions in the circuit board within the video connector in the video connector. When the universal cord and the video cable were twisted while the subject device was connected with the video processor, there was no abnormality in the endoscopic image. Slight flickering of the image was noted during heating the circuit board inside the video connector. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. In addition there is no repair history of the circuit board inside the video connector of the subject device from purchase to present, and about 10 years have passed since the subject device was purchased. The exact cause of the reported event could not be conclusively determined.